Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument was found to have a white plastic gasket detached. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. Low anterior resection dissection was being performed when the issue occurred. Per the surgeon, the instrument quality contributed to the failure. The instrument was in use prior to the issue for about 5 minutes. The instrument was removed during the procedure prior to the issue and the wrist was straightened. Upon final removal, the wrist was straightened. No resistance was experienced. No damage to the cannula or instrument was noted. The fragments were removed by the surgeon. The procedure was completed robotically without any patient harm. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A review of the image was performed by advanced failure analysis: most of the white gasket aka the teflon pad was noted to be hidden in these pictures, but it did not appear to be partially detached and damaged or separated from the clamp arm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A visual inspection showed that the teflon pad appears to be detached. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.